Event description:
In 2009, the lay user/reporter contacted lifescan on behalf of the lay user/pt alleging the one touch ultra mini meter read inaccurately high. The medical surveillance specialist contacted the reporter to obtain/clarify info but the reporter was not willing to answer most of the questions. The reporter said the pt had a reading of 195 mg/dl on may 7 at 7pm. The reporter said that at 8 pm, she found the pt passed out and called emergency services. The reporter said that the passing out was due to a "diabetic coma." The emergency staff told the reporter that the pt's blood sugar was very low when they arrived and tested her; too low to give a specific reading. The reporter said that the pt was given an unk substance intravenously by the emergency services staff. The reporter did not want to give any more detail about the event. She did say that the 195 mg/dl reading an hour before the pt passed out was considered normal for the pt and that had the reading been lower the pt may have eaten something to bring the blood sugar level up. It was determined during the troubleshooting telephone call that the pt's testing technique was correct and the test strips were in good condition. The product is not new (out of box). This complaint is being reported because the reporter alleged the reading was inaccurately high and that the pt could have prevented her symptoms by eating had reading been lower.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.